Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer gave a manual injection to address bg.